Event description:
It was reported that: "a total of 3 separate incidents have occurred with the removal of the epidural catheter. On (B)(6), the catheter had an apparent knot within the patient which prevented it from being removed. It then had to be surgically removed. The other incidents were described as the catheter "snapping" upon removal of the patient." Associated complaints 9680794-2025-00344, 9680794-2025-00337 and 9680794-2025-00336.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "a total of 3 separate incidents have occurred with the removal of the epidural catheter. On (B)(6), the catheter had an apparent knot within the patient which prevented it from being removed. It then had to be surgically removed. The other incidents were described as the catheter "snapping" upon removal of the patient." Associated complaints 9680794-2025-00337 and 9680794-2025-00336.